Event description:
Patient index procedure was prompted by stable angina. During the index procedure, there was one endeavor sprint drug eluting stent implanted in the lad. It is reported that approximately 43 months post index procedure the patient expired. The cause of death is unknown. The event was not assessed for relatedness with device.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (mi, death). (B)(4).